Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results the returned resolution 360 clip was analyzed through visual and microscopic evaluation. The device was found with the clip assembly detached, indicating that the first activation had been performed. Evidence of premature deployment was observed, as the yoke remained attached to the control wire. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed, as the returned clip assembly was already deployed. It is most likely that this failure was due to operational factors during the procedure, such as attempting to open the clip after activation, the physician's deployment technique, the scope's position or angle, or detachment of the capsule caused by contact with a surface. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on (B)(6) 2025. During the procedure, the nurse attempted to deploy the clip following the proper steps, but it did not release. The catheter was then retracted to disengage it from the mucosa and subsequently removed from the scope. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on (B)(6) 2025. During the procedure, the nurse attempted to deploy the clip following the proper steps, but it did not release. The catheter was then retracted to disengage it from the mucosa and subsequently removed from the scope. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.